Manufacturer narrative:
Corrected: d1, brand name updated. Additional information: h6. Health effect - clinical code added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery on in a 55-year-old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presenting in scai stage e shock. The patient experienced cardiac arrest while being transferred to the cath lab table and required cardiopulmonary resuscitation (CPR) and intubation prior to device placement. Coronary angiography demonstrated 100% occlusion of the proximal lad, and during the procedure the patient suffered recurrent ventricular tachycardia (vt) arrests requiring CPR and multiple shocks. The impella cp was advanced over the wire into the left ventricle (lv) per protocol, support was initiated, and return of spontaneous circulation was achieved. Percutaneous coronary intervention (pci) to the lad and lcx was performed, but despite vasopressor and antiarrhythmic therapy, the patient continued to deteriorate clinically and ultimately expired. Based on the available information, the patient¿s death appears attributable to the severity of acute myocardial infarction, multivessel coronary disease, and cardiogenic shock, rather than to any malfunction of the impella device. The impella cp functioned as intended during resuscitative efforts, and no device performance issues were identified. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.

Manufacturer narrative:
The investigation was completed. Investigation summary: hemodynamic instability/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received from the clinical site stating there was no bleeding issues with this pump. The patient went into ventricular tachycardia (vt) and was unable to be converted to a survivable rhythm. The impella was not the cause of patient death. The patient was in vt and shocked several times before the impella was placed. The pump is not available for return.